Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the sheath was inserted, blood leaked from the hemostatic valve. The sheath was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.